Event description:
The facility rep reported "both sides beep occlusion constantly" on a flogard pump during pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention has been reported related to the device. No add'l info was available.

Manufacturer narrative:
Eval summary: a baxter svc tech evaluated the pump. The reported condition of constant occlusion alarms on both pumps 1 and 2 was confirmed. Door shims were added to pump 1 and pump 2 door assemblies to fix the assignable cause. Review of the complaint history reveals similar reports have been received for this product for the reported issue.